Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis did not confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument was tested for energy delivery on an in-house system. Energy was delivered without any issue and the electrical continuity test passed. Additional information not reported by site: upon visual inspection, the instrument was found to have a conductor wire with damaged insulation. The insulation damage was found at the yaw pulley at the distal end. No missing material was found. Electrical continuity was tested and passed. The bipolar yaw pulley was also found to exhibit thermal damage. This failure is most commonly caused by mishandling/misuse, such as energy instrument collisions. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. System log investigation: a review of the instrument log for the fenestrated bipolar forceps (part# 470205-17/ lot# n10200413-0152) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk0570. The alleged event occurred on the 8th use of the instrument. System log review: a review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Image/video review: no image or video was provided for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. The information for initial reporter is not available. Recall is not applicable.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the fenestrated bipolar forceps stopped activating. The customer used a backup instrument to continue. The procedure was completed with no reported injury.